Manufacturer narrative:
The complaint device was received and evaluated. When observed under magnification reveals dents and crack on the proximal end of the anchor. The suture attached to the anchor was broken for this device. The anchor is stuck on the inserter, confirming this complaint. No information was provided regarding the bone quality of the patient. Due to the dent and crack occurred while hammering causes dimensional distortion, hence cannot confirm whether the anchor has any defect that contributed to this reported failure. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy mitek complaints system revealed one other dissimilar complaint for this lot of device that was released to distribution. A root cause for the user to have experienced this issue cannot be determined. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email that could not detach. The implant rod could not detach from the screw during using. Changed another one to complete. There is no report on patient's injury. Following additional information received from affiliate on 09-29-17 nothing fell into the patient's body.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email that could not detach. The implant rod could not detach from the screw during using. Changed another one to complete. Enclosed please find the defect photo. There is no report on patient's injury. The following additional information was received via email by mitek complaints on (B)(6) 2017: the issue was detected at the beginning of using the device. The procedure was a rotator cuff repair and it is unknown if the original bone hole was used to complete the procedure. There is no report on any tissue damage. It is unknown on how long of a delay but the affiliate stated it took time to detach screw from implant rod. Because it¿s very hard to detach/remove screw from rod, tried several times and finally it has to use hammer to knock the handle of implant rod to remove. And then it made fracture for the screw¿s side.